Manufacturer narrative:
Date of event is estimated. The event of an inoperable ipg was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's scs ipg had reached its end of life state and is no longer able to provide therapy. In turn, the patient may undergo surgical intervention to address the issue.